Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial connector portion of the lead was returned in one piece. An external insulation abrasion was found at 5.0 cm to 5.4 cm from the connector pin breaching the insulation and exposing the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
This report is to advise of an event observed during analysis.